Manufacturer narrative:
Sensor (B)(4) has been returned and investigated. Visual inspection has been performed on the returned sensor applicator and no issues were observed. Observed that the sensor applicator has fired correctly. The sharp did not transfer into applicator. Visual inspection has also been performed on the sensor patch and no issues were observed. The sensor plug was not properly seated in the mount. Removed the sensor plug and inspected the plug assembly, observed uncurled side snaps. No malfunction or product deficiency was identified. The complaint is not confirmed due to a use issue.

Event description:
A customer reported that an adc freestyle libre sensor tip was left in their body and they "went to the doctor to have sensor tip removed". No further treatment was reported. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported that an adc freestyle libre sensor tip was left in their body and they "went to the doctor to have sensor tip removed". No further treatment was reported. There was no report of death or permanent impairment associated with this event.